Event description:
Four cholangiogram catheters were defective. The balloons would not inflate, or broke when they did. Devices were not used in pts.

Manufacturer narrative:
Mfg date 01/2008. Device #2: lot# rst1251, mfg date 01/2008, exp date 01/2010. Device #3: lot# rst1255, mfg date 08/2007, exp date 06/2010. Device #4: lot # red1286, mfg date 07/2009, exp date 05/2012 - no problem found. An MDR decision tree for complaint reporting was reviewed and all devices complaints are not considered to be reportable. The malfunctions were found when complaint devices were evaluated by the hosp during the pre-use check. A pre-use check is a requirement in the IFU. The devices were returned for eval. We were able to confirm the failure for the lot numbers rst1305, rst1251, rst1255. There was no problem found for the lot #red1286. The root cause of malfunctions is inconclusive. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. Please note that no pt injuries happened.